Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR:11jun2019. A user interface (ui) assembly was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the user interface (ui) assembly revealed no damage or contamination. An investigation was performed and the root cause was due to a burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The manufacturer¿s field service engineer (fse) replaced the defective user interface and updated the software version from 2.00 to 2.10 to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a dim display. Reportedly, the screen was too dark to read data. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.